Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) resulting in an incomplete flap on the same day of laser treatment on (B)(6) 2018 in the left eye (os). The procedure will be converted to photorefractive keratectomy (prk) procedure. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -6.00 x -.50 x 81, left eye pre-op 20/20 -6.00 x -.50 x 55.